Event description:
It was reported that customer experienced cgm error and needed help restarting sensor session with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, support guided customer through complete pump reset, error did not recur after reset, and customer successfully restarted sensor session.